Event description:
It was reported that during a laparoscopic appendectomy procedure, it was observed that the device clamped but did not cut. The surgeon subsequently cut with a scalpel. The procedure was completed successfully. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 09/19/2025. D4: batch #484d33. Additional information was requested, and the following was obtained: did the device deliver any staples? > no. If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut > no. If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ats45 device was received with no apparent damage and with 6r45b cartridge loaded in the device. The reload was received partially fired 3/4 with the lockout spring normal and with the reload deck damaged on the proximal end. Also, 2 protruding staples were noted on the distal end. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. During the mechanical testing it was noted that the firing mechanism on the device was damaged. No further functional testing could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. Additionally, one photo was loaded at product complaint level and it shows two sales unit boxed with no apparent damage. The event reported was confirmed and it is related to improper use of the device. The condition of the reload indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. A manufacturing record evaluation was performed for the finished device ats45 with lot number 386d63; and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 484d33, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.